Event description:
The reporter contacted animas on (B)(6), saying the pump overheated. He said it has happened twice. He said the pump goes back down to normal temperature. The reporter said a lithium battery is used in the pump and that the battery type setting in the pump is programmed to lithium. The batteries are stored in a drawer at room temperature. The reporter did not have the pump in hand while on the call but said he checked the battery compartment and did not see any corrosion or water in the compartment. He is not aware of any cracks, chips, or any other physical damage to the pump. This complaint is being reported based on the alleged malfunction. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no evidence of short battery life. The battery compartment and cap were found to be intact however corrosion was found on the battery cap. The pump was exercised for 24 hours without overheating. The current draws were tested and found to be within specification. The pump power circuit was inspected and no defects were found.